Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported difficulty removing the protective sheath. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficulty with removing the protective sheath appear to be related to normal variation found in manufacturing. There was no indication of a product quality issue. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional nc trek device referenced in b5 was filed under separate medwatch report.

Event description:
It was reported the protective sheath from the 2.5x12 mm nc trek rx balloon dilatation catheter (bdc) could not be removed. The nc trek bdc was not used for the procedure. A second 2.5x12 mm nc trek rx bdc was unpackaged, the protective sheath was difficult to remove, however it did come off the balloon and the bdc was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.